Manufacturer narrative:
Health effect - impact code : (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "rupture", "adhesions in the areolas", "pericapsular echogenic liquid".

Event description:
Healthcare provider reported "rupture", "adhesions in the areolas", "pericapsular echogenic liquid" for the right side. Also reported "nodule of benign appearance" which is not related to the device. The device has been explanted.